Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation threshold (dft) testing was unsuccessful at converting the patient with 80 joule shocks. This s-ICD and chronic electrode also exhibited high shock impedance measurements of 142, 144 and 150 ohms following shock delivery. It was noted that the patient had a larger chest size. This s-ICD was attempted, but not implanted and the chronic electrode was explanted. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation threshold (dft) testing was unsuccessful at converting the patient with 80 joule shocks. This s-ICD and chronic electrode also exhibited high shock impedance measurements of 142, 144 and 150 ohms following shock delivery. It was noted that the patient had a larger chest size. This s-ICD was attempted, but not implanted and the chronic electrode was explanted. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.